Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4) .

Event description:
An optometrist reported stage two diffuse lamellar keratitis (dlk) and one plus interface haze in a patient's right eye two days post lasik. Patient complains of cloudy vision. Topical steroid dosage was increased. Upon follow up, dlk has resolved and patient is finishing off using topical steroid drops over the next week.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment.logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4)